Event description:
Ez-io placed and after placement found tha it was the stylet (inner needle) part only. Unable to administer fluids through it. Dates of use: (B)(6) 2017. Is the product compounded: no. Is the product over-the-counter: no.